Manufacturer narrative:
The manufacturing and material records for the perceval plus heart valve and stent, model pvf-m, s/n # (B)(6), as they pertain to the reported event, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this valve has been manufactured and controlled in accordance with the specifications for a model pvf-m perceval plus heart valve at the time of manufacture and release. Since the device was not returned to the manufacturer, further investigation on the device cannot be performed and the definitive root cause of the reported event cannot be established at this time. However, from the document review performed, no manufacturing deficiencies were noted. It is possible that the patient's anatomy could have contributed to the cause of reported event, but this cannot ultimately be confirmed. Should further information be received in the future, a follow up report will be provided.

Event description:
The manufacturer was informed from the following event through patient tracking department. Based on the information on patient form, a perceval plus valve size m was reported to be "used but not implanted" in a patient on (B)(6) 2023. Based on 5the further information received, patient had a congenitally bicuspid aortic valve with an oval annulus. It was initially thought it would be appropriate for the perceval but there was a mild to moderate paravalvular leak after deployment. As such, the valve was explanted, and a magna ease sutured valve was sewed in place instead. Reportedly, patient did well.

Manufacturer narrative:
The manufacturing and material records for the perceval plus heart valve and stent, model pvf-m, s/n # (B)(6), as they pertain to the reported event, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this valve has been manufactured and controlled in accordance with the specifications for a model pvf-m perceval plus heart valve at the time of manufacture and release. Since the device was not returned to the manufacturer, further investigation on the device cannot be performed and the definitive root cause of the reported event cannot be established at this time. However, from the document review performed, no manufacturing deficiencies were noted. It is possible that the patient's anatomy could have contributed to the cause of reported event, but this cannot ultimately be confirmed. Should further information be received in the future, a follow up report will be provided.

Event description:
The manufacturer was informed from the following event through patient tracking department. Based on the information on patient form, a perceval plus valve size m was reported to be "used but not implanted" in a patient on (B)(6) 2023. Based on 5the further information received, patient had a congenitally bicuspid aortic valve with an oval annulus. It was initially thought it would be appropriate for the perceval but there was a mild to moderate paravalvular leak after deployment. As such, the valve was explanted, and a magna ease sutured valve was sewed in place instead. Reportedly, patient did well.

Event description:
The manufacturer was informed from the following event through patient tracking department. Based on the information on patient form, a perceval plus valve size m was reported to be "used but not implanted" in a patient on(B)(6)2023. No further information is available. No allegation of a device dysfunction or adverse patient outcome has been received from the site.

Manufacturer narrative:
H3 other text : unknown disposition.